Event description:
It was reported by the rep that the device was used during a throractomy and pnuemoectomy. It was reported the tsw35 stapler misfired during the case. The surgeon used a mini-incision and the nurse in the room said the stapler fired but did not cut. It was unk which firing that this happened. A new stapler was opened to complete the case. There was no consequence to the pt.